Event description:
During the tonsillectomy, device stopped cutting and coagulating, the device was removed from the field and replaced with new device without further issues.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
During the tonsillectomy device stopped cutting and coagulating, the devices was removed from the field and replaced with new device without further issues.